Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: "management of fractures inferior vena cava filters" trerotola and stavropoulos, 2017: d4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: "images showed fractured celect filter placed in inferior vena cava with three of four filter legs intact and part of the fourth leg in the caval wall adjacent to the filter; a part of the fragment was intravascular. The other part of the fragmented filter-leg had penetrated into the right lung. The filter was retrieved with forceps, whereas lung-fragment retrieval attempt was unsuccessful." Patient outcome: the product caused or contributed to the need for additional procedures. "Diagnostic examination and attempt to retrieve filter with forceps." No description of the patient's symptoms and clinical outcome after attempt to remove filter and fragments.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on article and review of same. It was reported that images showed fragtured celect filter placed in inferior vena cava with three of four filter legs intact and part of the fourth leg in the caval wall adjacent to the filter; a part of the fragment was intravascular. The other part of the fragmented filter-leg had penetrated into the right lung. The filter was retrieved with forceps, whereas lung-fragment retriveal attempt was unsuccessful. The article is a retrospective review of the presentations, approach and success rate of fractured ivc filter retrievals as well as retrieval of fracture fragments in reference to the anatomic location of the fractured filter fragments. Three figures included in the article and appendix were cook products and the commonality of these three cases is the long dwell time of 5 or more years. As all of these filters were removed, it is presumed there was no further clinical indication for these filters to be present. This fact reinforces the FDA¿s warnings to prevent these complications by removing filters that are no longer clinically indicated. Figure e2 demonstrates a celect ivc filter with a fracture of a primary filter leg and a dwell time of 5 years. There is no clinical data included in the discussion for this patient and therefore was presumably asymptomatic. The fractured primary filter leg fragment is broken into 2 parts, one of which measured approximately 1.5 cm and located immediately adjacent to the remaining ivc filter, while the remaining fracture fragment has migrated into a segmental branch of the right lower lobe pulmonary artery. Despite the appearance of the intrapulmonary fragment residing within the pulmonary artery, this was unable to be retrieved endovascularly. The ivc filter, along with a fracture fragment immediately adjacent to the ivc filter were both removed successfully. The cause of the fracture is indeterminate on these images, but again is likely related to the development of a penetration. The cause of penetration, at this point, is indeterminate, but likely multifactorial and related to intrinsic factors with either the filter design or the patient¿s anatomy/biology. Conical filter design, dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to development of ivc filter penetration. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this celect filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.